Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during laparoscopic hernia surgery, the product was used to fix mesh but the spiral did not stay in place properly so had to replace with a new product to finish off the surgery. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic hernia procedure the device was used to fixate a mesh device but the spiral did not stay in place properly. Another device was used to complete the procedure with no further incident reported.